Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicates that twin packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
When mixing of the powder and monomer was started, the color of the cement became blackish and delay of setting time occurred. The surgery was completed with other cement.

Manufacturer narrative:
An event regarding setting time and "blackish" color of the bone cement mix involving simplex p cement was reported. The event was not confirmed. Conclusions: the investigation concluded that the reported setting time issue cannot be duplicated. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU. Based on the laboratory results of the retain samples it is not possible to replicate this event. It was confirmed that the powder lot for this bone cement mix (powder lot ID: 298ea) contained bariumsulphate raw material (barium lot ID: y7t06ra078) that was subject to an (B)(4) with a "use as is" disposition (ref. (B)(4)) for color shift due to barium sulphate raw material. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.. Corrective action/preventive action: regarding the setting time issue; no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Regarding the color of the bone cement mix; the powder lot for this bone cement mix contained bariumsulphate raw material that was subject to an nc with a "use as is" disposition for color shift due to barium sulphate raw material.

Event description:
When mixing of the powder and monomer was started, the color of the cement became blackish and delay of setting time occurred. The surgery was completed with other cement.